Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes, investigation conclusions), h11. The following investigation was performed by (B)(4), technician of the maquet failure analysis and testing dept. (Fat) wayne, the failure analysis and testing dept. Received part number 0014000255 with a reported unit failure of the batteries not charging. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070000639 revision r. Power supply will not provide power to the unit. This causes the battery to not charge. Confirmed the reported failure but no root cause identified. This part is obsolete and cannot be tested by the supplier. Retaining the part in the failure analysis and testing department per procedure number (B)(4) looking at information in (B)(4), it appears that based on the information in the complaint, the cardiosave unable to charge batteries had a probable root cause of failure of the power supply. A getinge field service engineer (fse) evaluated the unit and found that power supply assembly was bad. The fse replaced power supply assembly (0997001180). Safety, and functionality checks completed per the service. Unit returned for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit was not charging batteries. There was no patient involvement reported.